Event description:
It was reported that the customer needed assistance rewinding and priming the insulin pump. During that process, the customer received a no delivery alarm. Customer was new to the pump and his blood glucose level was 82 mg/dl. Customer manually pushed the plunger very slowly and verified that the insulin exited the tubing. Customer ran a manual prime to at least 5.0u and the pump alarmed no delivery. Customer was advised that the pump was working as designed. Customer was assisted with the rewind/prime process. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).